Manufacturer narrative:
Return of product has been requested. The reporter returned two toothbrush heads on 27-jan-2017. Product investigation is in progress.

Event description:
Bottom brush head has come off during use; got two with this problem, one came off in mouth and the second came loose- dual clean brush heads [device breakage]. No adverse event [no adverse event]. Case description: a male consumer, age unspecified, reported via phone on (B)(6) 2017 that he opened a new pack of oral-b dual action brush heads, and the bottom brush head had come off during use. He stated he had two with this problem; one came off in mouth and the second came loose after one use. The consumer reported he had previously used this exact version of toothbrush head. No symptoms developed. Concomitant product: oral-b rechargeable toothbrush, version unknown.

Manufacturer narrative:
(B)(6) 2017 investigation results: the reporter returned two toothbrush heads on (B)(6) 2017. The result of the analysis done with the consumer return showed that wear led to the reported issue. No manufacturing fault identified.

Event description:
Bottom brush head has come off during use; got two with this problem, one came off in mouth and the second came loose- dual clean brush heads [device breakage] no adverse event [no adverse event]. Case description: a male consumer, age unspecified, reported via phone on (B)(6) 2017 that he opened a new pack of oral-b dualaction brushheads, and the bottom brush head had come off during use. He stated he had two with this problem; one came off in mouth and the second came loose after one use. The consumer reported he had previously used this exact version of toothbrush head. No symptoms developed. Concomitant product: oral-b rechargeable toothbrush, version unknown.